Event description:
It was reported that during an unknown procedure, the clamp arm could not be closed during the procedure. The second one had the same problem. Changed another one to complete the procedure. There were no adverse consequences for the patient. Devices not being returned as patient has (B)(6).

Event description:
Caller reported patient results from inform system 1 and inform system 2 were hi, which on the inform system indicates a result in excess of 600 mg/dl, lab result drawn at the same time was 139 mg/dl. Reported no adverse event relative to discrepancy. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for inform system 2. Please see medwatch with (B) (4) for report on inform system 1.